Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 500 mcg/ml lioresal at an unknown dose via an implantable pump for intractable spasticity. It was reported that a few months ago [(B)(6) 2017 approximately], the healthcare provider (hcp) put the wrong concentration in of 1000 mcg/ml and took it out immediately and updated the pump at the same appointment. It was stated that the patient has had an issue of spasticity since the patient had been in an accident and coma that created a head injury in (B)(6) 2013. This was stated as a preexisting condition. There were no complications reported.